Event description:
Manufacturer customer service in another country reported an end-user alleges the skin stapler blocked (jammed). It is unknown when this event occurred. There was no patient injury reported or medical intervention necessary. No additional information was available.

Manufacturer narrative:
No patient injury was reported. All indicate that the device has not been returned for evaluation. No results are availabe at this time. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.